Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that there were coupling and or communication issues. The ins may be flipped but not confirmed. The patient was getting poor coupling but was able to communicate to turn stimulation on or off with the recharger. The al feature was used and was they received a low number on the scale. It was later reported that the device was confirmed via x-ray to be shifted, but not flipped in the pocket. It was shifted enough to negatively impact coupling and the pocket position needs to be revised. In addition, recharging was attempted with a different recharger to rule out issues with the patient's recharger, but the poor coupling remained. The patient was scheduled for a pocket revision on (B)(6) 2011.